Manufacturer narrative:
E1: event city: (B)(6). Event country: mexico. Name: (B)(6). Country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula on (B)(6) 2026. The infusion set had been inserted in the lower back. The event lasted for greater than four hours.